Event description:
The user facility reported that midway through a diagnostic cystoscopy procedure, the users experienced a complete loss of image, followed by activation of the spare lamp. The physician elected to abort the case. There was no harm to the pt reported. It was reported that the pt would undergo the same procedure at an unspecified later date.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for eval. Olympus was informed that when the users examined the main lamp, the surface of the lens was very dark, and this appeared to have reduced the light output. User facility personnel reported that the lamp had never been replaced, and indicated they would be ordering a replacement lamp for the device. If the device is received at a later date, or if further significant add'l info is received, the report will be updated. The cause of the user's experience could not be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.